Event description:
As reported by the user facility: event: blood from dialysis unit backing up line during hemodialysis. Facility is administering an antibiotic (either vancomycin or gentamycin) during venous chamber of hemodialysis machine; infusing via vista basic pump. The pump is set on high occlusion pressure. Blood from dialysis machine is backing up line into bag; no alarm is sounding. All other visa basic pumps are set up the same way and are not having any infusion issues. Ref MFR report: 9610825-2013-00114.